Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the piic is freezing up in the ICU. No patient harm was reported.